Event description:
Patient called alleging that meter reads not ok and clean test area. Patient contacted emergency services and was treated. No information on what treatment patient received of if patient experinced any symptoms. Customer service was unable to resolve the issue and sent patient a new meter.